Manufacturer narrative:
On (B)(6) 2017, boston scientific reported that this ra lead was explanted on (B)(6) 2017 due to an insulation issue.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This ra lead had dislodged shortly after implant but the physician chose not to revise it. Now there is noise on the lead, as well as no capture. The device was programmed to vvi. There is no mention of intervention.